Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received with failed batt test alarm. Unable to perform the displacement test, operating current tests, self-test, and off no power test or verify low battery alarm due to failed batt test alarm. Cut and open to perform visual inspection found no moisture damaged electronic assembly, motor, vibrator during visual inspection. However, found corroded battery tube. Swapping out test case confirms failed batt test alarm is due to corroded battery tube. Pump history download using thds was successful. However, there is no data available on event date, unable to perform data analysis for low battery alarm complaint. The test reservoir locked in place properly and no anomaly noted. Unit had scratched case, cracked battery tube threads, cracked reservoir tube lip, stained keypad overlay, stained address/serial number label and stained end cap sticker. Unable to confirm low battery due to failed batt test alarm. Failed batt test alarm due to corroded battery tube. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that every 5 to 7 days will has low battery alarm, less than 1 week. The customer reported no adverse event. The event involved product mmt-712ews. Troubleshooting was not performed. No harm requiring medical intervention was reported. Product return was requested for mmt-712ews and mmt-712ews was retuned for analysis.